Event description:
Device 1 of 4. Reference MFR report: 1627487-2019-04785, 1627487-2019-04786 and 1627487-2019-04787. It was reported the patient experienced loss of stimulation coverage due to lead migration. Consequently, surgical intervention was taken and the physician replaced the patient's drg system leads. Stimulation therapy coverage was reportedly restored postoperatively.